Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. This event was previously submitted on a summary report. Subsequently, medtronic has received additional information which is being submitted via this 3500a.

Event description:
According to the reporter, during the procedure, the stapler stopped working and didn't fire the loads. There was no patient injury reported.